Event description:
Boston scientific received information that this lead was explanted. The patient had an open wound above the implant site which prompted the physician to explant the whole system. Additional information indicates that there was no infection observed. This product was explanted. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The date of explant was not provided.

Manufacturer narrative:
On 8/10/2016 - we were notified by (B)(4) that the serial number originally reported with this complaint ((B)(4)) was incorrect. The correct serial number with this complaint was updated and is (B)(4). Also, the manufacture date was updated to match with the correct serial number.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.